Event description:
The doctor was doing a left video assisted thoracoscopy, blebectomy, pleurodesis, possible open. He placed the 12 mm trocar into the chest wall; when he pulled out the inner cannula the trocar sheath came apart into 3 pieces. The sheath was removed and a new trocar placed. There was no injury from this. Defective supply. Disposable surgical supply by ethicon company. The 12 mm trocar used for laparoscopy procedures. Item fell into 3 pieces, held for risk management. Ethicon rep contacted he has not heard of this item being reported as defective.